Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the guidewire ptfe (polytetrafluoroethylene) coating was examined and it was discovered that the ptfe was peeled off on its proximal approximately 28.0cm and 35.0cm from the proximal end. The ptfe coating was scraped on the guidewire on one side. The ptfe coating appeared to be scraped off the guidewire with the torque device collet and/or introducer. Functional testing was performed and there was no friction felt during the advancement. Additional information provided by the customer indicated that the guidewire was inspected and confirmed to be in good condition prior to use and the guidewire was prepared as per the device directions for use (dfu). It is possible that the ptfe coating was scraped off due to insecure tightening of the torque device. However, since the torque device was not returned for analysis this could not be confirmed. Based on the information available and investigation results, an assignable cause could not be definitively determined.

Event description:
The subject device guidewire was returned for analysis and the analysis revealed the polytetrafluoroethylene (ptfe) coating was peeled off. There were no clinical consequences reported to the patient.